Manufacturer narrative:
The customer returned the suspected contour next link 2.4 meter for evaluation. No test strips were returned. Therefore, the returned meter was tested with the in-house contour next test strips using a blood sample, which gave a satisfactory performance. The blood readings obtained during in-house testing were properly marked as blood tests. Additionally, a device history record was reviewed for the suspected contour next link 2.4 meter and no manufacturing anomalies were found.

Manufacturer narrative:
The patient/family (a1) was the initial reporter (e1), so personal information was not entered. The patient details were not provided, therefore, no information was captured in sections a1 (patient initials), a2 (age), a3 (gender), and a4 (weight). The model # (d4) was not provided. This event is related to MDR # 1810909-2020-00620.

Event description:
An advocate from solvenia reported that they performed a blood glucose test for their child (pediatric use) with the contour next link 2.4 meter and obtained a reading of 1.1 mmol/l. The meter automatically marked it as a control test, and so the reading will be displayed as a control result when accessing the meter's memory. There was no allegation of an adverse event. The advocate was advised to return the device for evaluation. A replacement meter kit was sent to the advocate. Since the strip information was not provided, this report will be submitted under the meter information.